Event description:
Rn contacted baxter's technical service center for assistance during pt's (pt) apd therapy. Pt had connected the pt line of the homechoice set to their transfer set before line was primed and pt is now unable to drain. Tech advised rn that there is possible air lock in the line, and rn was advised to end therapy and start over with new supplies due to possible contamination. Rn stated she will have pt start over with new supplies. No pt injury or medical intervention reported at time of call.